Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that on (B)(6) 2020 she had her ins moved to her right flank because there was a bursa around her implantable neurostimulator (ins). Pt said that since then her skin seems warm when she charges her ins. Pt confirmed that she doesn't feel internal heat-only external.